Event description:
It was reported that a patient presented for follow up in-clinic, the right ventricle (rv) lead had failed to sense and exhibited high threshold. In addition, the rv lead also exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.